Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit failed during case and that the screen went blank. No injury reported.

Event description:
It was reported that the unit failed during case and that the screen went blank. No injury reported.

Manufacturer narrative:
The device logs have been requested for investigation. Due to the nature of the failure it was not possible to boot up the device. A connection to the service software could not be established and the error logs could not be pulled. During on-site inspection the main circuit board m48.1 was identified as root cause and was replaced. The component was requested for investigation but was not received. Therefore, a detailed analysis was not possible. After replacement of the m48.1 board the device was tested and confirmed to be operating per manufacturer's specification. Therefore, it can be assumed that a failure of the pba m48.1 has caused the reported symptom. A complete shutdown of the device is obvious for the user. For at least 7 seconds an alarm from a secondary acoustical alarm source is posted to inform the user. In this state, the procedure can be continued by manually ventilating the patient via the manual ventilation bag (spontaneous breathing is also possible). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.